Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed , and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: swg (spring wire guide) transform.

Manufacturer narrative:
(B)(4). The customer returned a spring wire guide assembly and lidstock for analysis. Visual examination revealed one location of an offset coil and a large bend near the distal end of the guide wire. Additionally, the j-bend did not have its normal shape. Microscopic examination of the sample revealed signs-of-use in the form of biological material on the guide wire body. The guide wire length measured 601mm, which is within the specification limits of 596mm-604mm per marked guide wire product drawing. The guide wire outer diameter measured .801mm, which is within the specification limits of .788mm-.826mm per marked guide wire product drawing. The offset coils in the guide wire was located approximately 17mm form the distal tip. The bend in the guide wire was located 70mm-80mm from the distal tip. The defective guide wire was passed through the distal end of a lab inventory catheter. Little to no resistance was observed, and the guide was able to pass completely through the catheter. A manual tug test revealed that the proximal and distal welds are secure and intact. A device history record review was performed with no relevant findings to suggest a manufacturing issue. The IFU provided with the kit provides the user suggested techniques for guide wire insertion to mitigate damage. The IFU states "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained, and further consultation requested." Additionally, the IFU warns, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report that the guide wire kinked during use was confirmed through examination of the returned sample. Visual examination revealed one offset coil and a long, continuous bend near the distal end of the guide wire. The returned guide wire met all relevant dimensional and functional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: swg (spring wire guide) transform.